Manufacturer narrative:
An event regarding a revision due to patient factors involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as medical records were not provided. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. It is noted that the patient is mentally unstable and jumped off a balcony, tearing his retinaculum. The surgeon washed out the wound and revised the ts insert. Further information such as product evaluation, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised. As reported by rep: "patient is mentally unstable and jumped off a balcony, tearing his retinaculum. Doctor washed wound and swapped out ts liner for a brand new one". Rep also reported there were no allegations against the liner.